Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and that the hypotube is separated 82.2cm from the hub. Microscopic examination revealed that the inflation lumen and guidewire lumen is flattened 12.2cm and 20.4cm from the tip. There is blood present in the guidewire lumen and the balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mmx15mm maverick balloon catheter was selected for use to dilate the lesion. However, it was noted that the delivery shaft was fractured. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable. It was further reported the fracture occurred outside of the patient and was removed along with the guide.

Event description:
It was reported that shaft break occurred. A 2.00mmx15mm maverick balloon catheter was selected for use to dilate the lesion. However, it was noted that the delivery shaft was fractured. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable.